Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed a "failed self check" message. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device. This supplemental medwatch report is also correcting information submitted on the initial medwatch report. Please reference section b5. Evaluation results: the customer's report was observed during review of the device logs. However, the device was put through extensive testing including functional testing without duplicating the report. The smart pneumatic module board was replaced as a precaution. The device was recertified and returned to the customer. Reports of this nature are not considered to meet our requirements for submission of a medwatch report as when this error occurs, the device is still able to monitor the airway pressure safely. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed a "self check fault 3172" message. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.